Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera control unit displayed poor definition and greenish color in the endoscopic image. The issue occurred during inspection for use. There were no reports of patient involvement.